Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, radiation tx-head / neck area, infection, mobility ((B)(6) are same patient).